Manufacturer narrative:
(B)(4) it was reported that a (B)(6) male patient, underwent an atrial fibrillation procedure with a thermocool smarttouch bi-directional navigation catheter and suffered cardiac tamponade which required pericardiocentesis, removing 1300 ml of fluid and extended hospitalization. The patient¿s medical history is unknown. The patient was reported to be in stable condition at the time the complaint was reported. The physician¿s opinion regarding the cause of this adverse event is that patient¿s anatomy was challenging as well as he thought the catheter was in a pulmonary vein when he advanced it but instead he was in the left atrial appendage and perforate it. Settings during the event include: irrigation flow at 2 cc¿s and activated clotting time between 300 and 350 seconds. Also, a brk needle and a sl1 8.5 french sheath were used. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and pass. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. No significant trends have been identified at this time; therefore no CAPA activity is required.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. As lot # 17253789m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Bwi concomitant products used: product name: carto® 3 system; us catalog #: fg540000; serial #: (B)(4). Product name: smartablate generator kit (us); us catalog #: m490007; serial #: (B)(4). Product name: smartablate pump kit (us); us catalog #: m490008; serial #: (B)(4). Product name: smartablate remote; us catalog #: unknown; serial #: unknown. Product name: pentaray nav high-density mapping eco catheter; us catalog #: d128208; lot #: 17227329l.. Product name: soundstar® eco diagnostic ultrasound catheter; us catalog #: 10439011; lot #: e8003880. Non-bwi products used: brk needle catalog # g407208 and sl1 8.5fr sheath both from (B)(6). (B)(4).

Event description:
It was reported that a (B)(6) male patient, underwent an atrial fibrillation procedure with a thermocool smarttouch bi-directional navigation catheter and suffered cardiac tamponade which required pericardiocentesis, removing 1300 ml of fluid and extended hospitalization. The patient's medical history is unknown. The patient was reported to be in stable condition at the time the complaint was reported. The physician's opinion regarding the cause of this adverse event is that patient's anatomy was challenging as well as he thought the catheter was in a pulmonary vein when he advanced it but instead he was in the left atrial appendage and perforate it. Settings during the event include: irrigation flow at 2 cc's and activated clotting time between 300 and 350 seconds. Also, a brk needle and a sl1 8.5 french sheath were used.